Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified after attempting to cross with the enroute .014 guidewire. The procedure was aborted. No surgical intervention was reported to address the dissection.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified after attempting to cross with the enroute .014 guidewire. The procedure was aborted. No surgical intervention was reported to address the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.